Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date & imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that he refill report data was not accurate. The technical support specialist (tss) connected to the cce server and the affected station, reviewed the data sync logs, and confirmed that initial message processing appeared normal. The tss ran both the inventory and refill reports and found no discrepancies on the pyxis side, prompting suspicion of a swisslog boxpicker issue. As the problem progressed, errors were discovered indicating that the cce could not communicate with the database due to missing common ssl tls algorithms. To address this, tls 1.0 and 1.1 were briefly enabled, services restarted, and later the cipher suites and protocols were reset to best practice configurations using iis crypto. The cce server was then rebooted, after which message processing including inventory updates resumed normally. Additional corrective actions included clearing the cce inventory database, resending loads for multiple sites, draining resends, and updating iis app pools for cce and restock order to use the correct service accounts. The tss consistently confirming that no further ¿common algorithm¿ or inventory update errors were occurring. Once stability was verified and it resolved their related network configuration issues, the case was completed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server refill report data generated between boxpicker and pyxis was inaccurate. Sample medications affected were med ID (B)(6) and med ID (B)(6). However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refill report data generated between boxpicker and pyxis was inaccurate. Sample medications affected were med ID (B)(6).and med ID(B)(6). However, there were no delays or adverse events or injuries reported based on this event.